Event description:
It was reported that a plastic piece of the handswitch broke off during a procedure at the user facility. No patient impact, delay, medical intervention, or adverse consequences were reported.

Event description:
It was reported that a plastic piece of the handswitch broke off during a procedure at the user facility. No patient impact, delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.